Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power and had self-rebooted. The patient noted there was no damage seen to the battery compartment or battery cap, the pump had not been exposed to moisture, and the battery cap was secure and tight. The reporter did not a new battery or a new battery cap available to replace. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the black box indicated rebooting occurred on (B)(6) 2012. Visual inspection revealed no damage to the battery compartment or battery cap. The battery cap was able to secure properly to the pump. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and there was no damage found to the power circuit. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.